Event description:
Per complaint (B)(4). Is a duplicate submission of complaint (B)(4)..

Manufacturer narrative:
Follow-up submitted to indicate this complaint is duplicate and was submitted in error. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type.

Manufacturer narrative:
Patient identifier, age, implant date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Patient weight is unknown. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, components could not be separated.